Event description:
Customer reported, there is no image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. System operates as intended.